Event description:
Femoral hip head disassociated from bipolar liner. Pt reported to have used abduction pillow, which may have contributed to the event. Open reduction was performed. Pt's surgical site was reported and the devices were reassembled.